Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) reported a consumer had her device explanted. It was noted that the consumer did not want the device anymore indicating that it was malfunctioning. The hcp did not know if it was the device that was malfunctioning or the consumer. No symptoms were reported. Indication for use was gastric stimulation. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon stated it was not malfunctioning and the patient just wanted it out as they were not happy with it. It was unclear if there was a malfunction as it was previously reported that the device was malfunctioning. No further complications were reported/anticipated.